Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon may have resulted from dust or liquid residue temporary attached on the contacts between the scope and the processor, leading to the transient b30 error, surmised from the fact that the subject device was not sent for repair and no response was received to troubleshoot. This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.". Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that a "b30" communication error was generated. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.